Event description:
A remstar auto device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician visually inspected the device and found evidence of foam particles or degradation inside the blower kit. Additionally, the device had dust/dirt contamination and displayed an error code e053 (comp log sem timeout). The device was scrapped by the service center after the evaluation was completed.